Manufacturer narrative:
Hillrom has contacted the account three times asking if they are able to locate the bed with this alleged issue. Upon inspection, the account reported no bed at the facility had an issue with nurse call. Additionally, the account proceeded on cancelling the work order for repair. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).